Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm. Customer¿s blood glucose level was 33 mmol/l and was treated with manual injection. Customer stated that they tried all remedies. Customer declined to troubleshooting for high blood glucose. The reservoir will not be returned analysis.